Manufacturer narrative:
(B)(4).

Event description:
I almost choked to death last night [choking] I almost choked to death last night [near death experience] I couldnt breath [difficulty breathing] I have a headache right now from coughing [headache] coughing [cough]. Case description: this case was reported by a consumer via call center representative and described the occurrence of choking in a (B)(6) patient who received glycerin (biotene oral balance gel (aroma)) gel (batch number w1b201, expiry date 19th february 2024) for dry mouth. On an unknown date, the patient started biotene oral balance gel (aroma). On (B)(6) 2021, an unknown time after starting biotene oral balance gel (aroma), the patient experienced choking (serious criteria gsk medically significant and life threatening), near death experience (serious criteria gsk medically significant and life threatening), difficulty breathing, headache and cough. The action taken with biotene oral balance gel (aroma) was unknown. On an unknown date, the outcome of the choking, near death experience and difficulty breathing were unknown and the outcome of the headache and cough were unchanged. It was unknown if the reporter considered the choking, near death experience, difficulty breathing, headache and cough to be related to biotene oral balance gel (aroma). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details:- the adverse event information was reported by a consumer via call center representative (phone) on 20dec2021. The reporter stated that, "I almost choked to death last night, I couldn't breath. I have a headache right now from coughing."